Manufacturer narrative:
No report of injury, procedure delays or cancellations. During the reported event, a fully loaded transfer carriage was pushed over the floor's elevated metal threshold when the front legs on the transfer carriage unlocked causing the transfer carriage and loading car to fall to the floor, as a result, the loading car was bent. The steris technician stated that the user facility's threshold is wider and elevated higher than what is typically observed at user facilities. The user facility's maintenance staff has been informed and is working towards lowering the floor's threshold to address the issue. The day prior to the reported event, a steris service technician and steris district service manager were onsite at the facility's account to demonstrate how to properly move the transfer carriage over the floor threshold. The technician is scheduled to go back on-site to replace the loading car and inspect the user facility's transfer carriages to confirm the units are in proper working condition. No further issues have been reported.

Event description:
The user facility reported that an employee was moving a fully loaded transfer carriage over the floor's elevated metal threshold plate when the transfer carriage and cart fell to the floor.